Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the they experienced hyperglycemia with blood glucose value 400 mg/dl. Customers also experienced low blood glucose level was 58mg/dl and 78mg/dl. Customer declined to troubleshot for low blood glucose value. The device will not be return for analysis.